Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. Prior to patient use, the nurse noted that after the device was unplugged from the ac outlet, it powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.